Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with arterial waveform quality. After initiating balloon therapy post operatively, the waveform changed. The esp personel stated that getinge does not make recommendations on the fluid used in the transducer tubing and that it is the discretion of the attending provider. Alsoreviewed line maintenance techniques as stated in our ifus. User also explained that explained overnight, the patient experienced some issues and the console alarmed and they ended up removing the balloon because the data from the pac showed cardiac improvement. Call ended. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).